Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the balloon was torn during procedure. The procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the fourth inflation at 22 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.